Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by cloudy pd fluid. The cause of the peritonitis was unknown. Four days prior to the peritonitis event, the patient was hospitalized due to low blood pressure. While hospitalized the patient was diagnosed with peritonitis. The same day as event onset, the patient was treated with intraperitoneal (ip) injection of vancomycin (500mg stat) and ip injection of magnex (500 mg twice a day). Fourteen days after the patient was hospitalized, the patient passed away. The cause of death was reported as due to low blood pressure. An autopsy was not performed. The reporter stated the patient was recovering from the peritonitis event prior to death. Antibiotic therapy and pd therapy were ongoing at the time of death. No additional information is available.